Event description:
It was reported that the ventilator had inaccurate return volumes. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and reported the unit failed during the extended self-test for the oxygen and air delivery test. The customer was advised to replace the air/exhalation flow sensor. Upon a follow-up with technical support, the customer reported that the unit's air/exhalation flow sensor was replaced, and the unit passed all testing.